Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7072349, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during the trial period the patient was experiencing procedural pain. The patient was prescribed with pain pills and was doing well.